Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the lower y-site. This occurred during testing using a sigma spectrum infusion pump and deionized water. The reporter stated that the pump was running at a high pressure setting. It was reported that the lower y-site had not been activated during the testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation in an open overpouch and primed. The device was spiked into a 1000 ml solution bag and reprimed, which did not show any leak. The device also passed an underwater leak test. A syringe filled with water was then attached to the top y-site and depressed. This showed a bubble form between the gland and clear link housing. Microscopic inspection of this housing identified several cracks. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.